Event description:
The consumer stated that as she removed her tampon, it elongated and there may pieces remaining inside of her. She is planning to visit her doctor to ensure there are no remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.